Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine was experiencing low conductivity. The biomed could not get the conductivity to go up. During troubleshooting, the biomed found that the acid pump displayed thermal damage in the form of visible burn marks. Specifically, the biomed stated there were black spots on the ribbon cable. To resolve the reported issue, the biomed replaced the acid pump. There was no burning smell, smoking, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had previous history of failing the electrical leakage test. The biomed stated there were 2,241 hours on the machine. After the repair was completed, the biomed sated the machine was returned to service. The acid pump was said to be available for manufacturer evaluation. The biomed stated they would contact technical service to set up a returned goods authorization (rga) for failure analysis of the part. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been returned. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine was experiencing low conductivity. The biomed could not get the conductivity to go up. During troubleshooting, the biomed found that the acid pump displayed thermal damage in the form of visible burn marks. Specifically, the biomed stated there were black spots on the ribbon cable. To resolve the reported issue, the biomed replaced the acid pump. There was no burning smell, smoking, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had previous history of failing the electrical leakage test. The biomed stated there were 2,241 hours on the machine. After the repair was completed, the biomed sated the machine was returned to service. The acid pump was said to be available for manufacturer evaluation. The biomed stated they would contact technical service to set up a returned goods authorization (rga) for failure analysis of the part. There was no patient involvement associated with the reported event.